Event description:
Pt's mother explained that the screw broke off during surgery but that the surgeon believed she removed all the broken pieces. They did an MRI to make sure all the broken pieces were removed. (They couldn't do one earlier due to swelling). They go back to see the dr two months later. She did not say her son had any extreme pain or swelling.

Manufacturer narrative:
Prod recall initiated august 21, 2007.